Event description:
This incident indicates that the 2nd t did not deploy leaving t1 unsupported in the patient. There was no patient injury as a result.

Manufacturer narrative:
There were four lot numbers involved; 50256707, 50258720, 50249818 and 50255133, but cannot determine which lot was the actual failure in this incident.